Event description:
This lead was implanted on (B)(6) 2015 and remains implanted at this time. Procedural comments received on (B)(6) 2016 stating that there was a lead broken during disconnection. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).